Event description:
It was reported that premature battery depletion was suspected, and that there has been variations in the device's longevity. Earlier this year the remaining battery showed 5.5 years remaining with 46% atrial pacing. A few months later, an increase in the longevity was observed, and showing 11 years remaining with atrial pacing at 43%. During the most recent device check, the longevity showed 7.5 years remaining with atrial pacing at 7%. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data determined that this device is depleting normally. The increase in power consumption is likely due to therapy demands. This increase in power would have consumed more battery capacity, reducing the longevity more than expected. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected, and that variations in the device's longevity were observed. Earlier this year the remaining battery showed 5.5 years remaining with 46% atrial pacing. A few months later, an increase in the longevity was observed, and showing 11 years remaining with atrial pacing at 43%. During the most recent device check, the longevity showed 7.5 years remaining with atrial pacing at 7%. Awaiting for a copy of device memory to be submitted for engineering analysis. No adverse patient effects were reported.